Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.